Event description:
Related manufacturer reference number: 2017865-2022-17138. Related manufacturer reference number: 2017865-2022-17140. It was reported a patient presented with noise on their atrial lead. This was addressed by a procedure on (B)(6) 2022 where the atrial lead was explanted and replaced. During procedure, it was noted that the right ventricular (rv) lead had silicone damage so the rv lead was explanted and replaced as well. Post-procedure, during capture threshold testing, the user released the button on the merlin programmer to terminate the testing as expected. However, the device continued to decrement, resulting in loss of capture, application program freeze, and no telemetry. The patient experienced cardiac arrest, which was resolved by cardiac massage. After this episode, the patient was stable.